Manufacturer narrative:
Initial 4 of 4. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced infusion set cannula kink events on 26 apr 2026, 29 apr 2026, 04 may 2026. The insertion site was back of arm. The infusion set was in use for one day. The patient experienced hyperglycemia and was treated with correction bolus via pump.